Event description:
It was reported that "one of the junction boxes will not work at all and does not provide any movement while one provides function for the bed intermittently."

Manufacturer narrative:
It was reported that "one of the junction boxes will not work at all and does not provide any movement while one provides function for the bed intermittently." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.